Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with empirical evidence based on the event description reported by an edwards clinical specialist. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in mitral position where there was a late slda (single leaflet device attachment) reported. The patient was doing well and looked good on the 30-day follow up tte. Within about a week post 30 days, the patient came back to the referring physician and was symptomatic. They did a tte (transthoracic echo) and saw what looked like an slda of the aml (anterior mitral leaflet) and that was confirmed on tee (transesophageal echo). The patient was brought to the lab on (B)(6) 2024 to stabilize the slda which was done by placing an ace just medial to the existing device. There was a large cleft in the pml (posterior mitral leaflet) just lateral to the existing device so any attempts to place a device on the lateral side either were in the cleft or failed to stabilize the slda since the pml was functionally two separate leaflets. There was a 2-grade reduction in mr (mitral regurgitation) and v wave decreased from 66 mmhg to 24 mmhg. Discussion was had over placing another ace on the lateral side to see if we could get another grade reduction but concerns over a prohibitive gradient prevailed and the second device was never attempted. There were no device issues during or post implantation. There were procedural (imaging) complications during the index procedure due to cleft on central p2. The grade of regurgitation before index procedure was 4+, after index procedure was 2+, after the slda happened was 3+, and after the re-intervention was 2+. As per medical opinion, the team feels they likely had incomplete leaflet insertion during the index procedure. A repeat procedure was performed, after which the patient was stable and discharged the next day. The patient is doing well with relief of symptoms similar to what he originally experienced.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.